Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that merlin.net transmission showed the patient received unexpected high voltage treatment. Review of the transmission revealed that av interval delta had indicated vt at the beginning of the tachycardia episode and at the time of diagnosis overrode the other rate branch discriminators which were indicating svt. The patient was in stable condition. Programming changes were discussed. No intervention was reported.

Event description:
New information received noted the device was reprogrammed.